Event description:
The customer complained of erroneous high results for 2 patient samples tested for elecsys hcg + beta test system (hcg + b) on a elecsys e170 modular analytics immunoassay analyzer. Patient 1 initial hcg + b result was 8 miu/ml. The repeat on a different e170 analyzer was < 1 miu/ml. Patient 2 initial hcg + b result was 74 miu/ml. The repeat on a different e 170 analyzer was < 1 miu/ml. The initial results for both patients were reported outside of the laboratory where the doctor questioned them. The patients were not treated based on the high results. The repeat results were provided to the doctor as corrected results. No adverse event occurred. The hcg + b reagent lot number was 28429205 with an expiration date of 28-feb-2019. The field service engineer (fse) visited the customer site and found a misadjusted incubation disk cover causing sample and reagent probes to scrape across the cover. The fse adjusted the cover to it was properly seated. The fse also replaced the gear pump pressure gauge and adjusted the pressure. Instrument performance test results were within specification. The customer ran qc and the results were acceptable. The investigation determined that the incubation disk cover issue found by the fse was the root cause of the event.